Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 13apr2011. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. The reported event of a display issue on system monitor was not confirmed. The returned system monitor, serial (B)(6), was evaluated. Visual inspection of the returned monitor revealed a damaged screen. The returned system monitor failed functional testing. The customer did not provide a repair po for the unit. The system monitor was not repaired and was shipped back to customer as is. A root cause was determined to be mechanical damage on the screen; however, a root cause was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report #MFR 2916596-2021-02094. It was reported that the patient's device was experiencing low flow alarms and a pump stop alarm. The patient was laying in bed, no activity, watching tv in the hospital. Reports no audible alarm, but did feel lightheaded momentarily. The patient was on the power module at time of alarm/pump stop. Log files of the event were submitted which noted on (B)(6) 2021 at 0655 the pump stop button on the system monitor was pressed which stopped the vad for approximately 3 seconds then resumed back to normal operation. A low flow event was noted while the speed was ramping up. Additional information was received that reported the nurse obtained the patient's vital signs and charted the patient's current lvad numbers from the beside monitor display on the clinical tab. The nurse attempted to press on the screen to get into the second tab at the top of the screen to access the settings menu to verify hematocrit. At this time the bedside monitor stopped responding to finger presses on the screen correctly. It was reported the monitor had been working without error overnight. The patient was awake and observing the nurse's inability to navigate the display and tabs correctly. The nurse without pressing the screen on the corresponding tab, had unintentionally changed the display to the history tab. None of the six tabs at the top of the screen (or any other parts of the screen) were able to be accessed normally with deliberate presses to the screen, and when this nurse touched the *center* of the screen, this nurse was able to navigate back to the clinical tab (which should be accessed by pressing the far upper-left corner of the screen). Upon returning to the clinical tab, the pump flow display section had been toggled to off without this nurse deliberately choosing to switch off that portion of the clinical screen, so no real-time numbers were being shown for the pump flow. This nurse then checked patient¿s controller which verified the patient¿s settings were correct and that the pump was still functioning normally. The patient remained awake and alert the entire time. At no time did this nurse press pump stop at the bottom of the screen on the settings tab. At the shift change for the unit began and this nurse performed bedside report with the oncoming day-shift nurses. This nurse showed the bedside monitor to the oncoming nurses and demonstrated the screen¿s inability to register finger presses correctly or to navigate through the different tabs of the screen purposefully. The oncoming nurses obtained a second bedside monitor with a properly functioning screen and switched patient over to the new monitor. This nurse verified with day-shift nurses that the new monitor was functioning normally. The cause of the low flow alarms was reported by the hospital as due to the glitch on the monitor caused an accidental press of the pump stop button but was not pressed long enough to permanently stop the lvad. No additional treatment was required.